Event description:
It was reported that during a surgical procedure on (B)(6) 2025, [related manufacturer reference number: 3006705815-2025-05642; 3006705815-2025-05643; 1627487-2025-03814] the patient's system was explanted due to infection at both the ipg and lead sites. The patient was prescribed antibiotics.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the infection has resolved.